Manufacturer narrative:
The reported event was confirmed as distribution outside of bd¿s control related. An in-depth evaluation was completed by malaysia quality engineering . It was found that there was error on the labeling of cardboard sleeve versus pouch printed label. The product was packaged in a cardboard sleeve which does not align with the intended packaging of the product. The cardboard sleeve contained labeling that indicated sterile-r which was incorrect for the lot # myez1531 printed on the outer package. The pouch printed labeling was found to be correct for myez1531, containing the sterilization labeling of sterile-eo. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only refer to direct unit label for product content and gender specific use where applicable. Caution: consult accompanying documents. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Refer to direct unit label for sterilization method utilized sterilized by radiation sterilized by ethylene oxide" the actual/suspected device was inspected.

Event description:
It was reported that the sterilization method on the package of silicone foley catheter was not matching with the foil and the product does not meet the legal criteria and stated it is not allowed to sell. It was noted that the label on the box was mentioned as biocath, the article number on the label was 165816 however the article number on the inner packaging label denoted as165816ce - all silicone catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilization method on the package of silicone foley catheter was not matching with the foil and the product does not meet the legal criteria and stated it is not allowed to sell. It was noted that the label on the box was mentioned as biocath, the article number on the label was 165816 however the article number on the inner packaging label denoted as165816ce - all silicone catheter.